Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned but based on the field service engineer report, the top cover was replaced as the touch screen was not working. After the top cover was replaced the device was calibrated and passed all safety checks. Based on the available information, an evaluation conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the touch screen is not working; therefore, unable to change power during a photoselective vaporization of the prostate (pvp) procedure. The patient was present and had already been administered anesthesia. The procedure was not completed. There were no clinical consequences to patient.

Event description:
It was reported that the touch screen is not working; therefore, unable to change power during a photoselective vaporization of the prostate (pvp) procedure. The patient was present and had already been administered anesthesia prior to the touch screen issue occurring. The procedure was unable to be completed due to this event. There were no clinical consequences to patient.